Event description:
It was reported that high pacing lead impedance was observed. Trends show that the measurements were gradually increasing. Intermittent noise was seen on the real-time egm. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.